Event description:
On (B)(6) 2014 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient therapy log that occurred on (B)(6) 2014 at 01:56 with an ultra-filtration volume of 1486ml (drain volume of 3486ml) during cycle 4. Largest prescribed fill volume: 2000ml.

Manufacturer narrative:
(B)(4). Additional method: the device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities were identified during visual inspection. The cause of the issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.